Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that while walking the patient an alarm was heard and heading back to the patient's room, the cardiosave intra-aortic balloon pump unit batteries are no longer springing out and we are unable to take the battery out to switch or plug in the wall for the rescue. The pump never stopped assisting.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. The service request was cancelled by customer, the issue was fixed onsite. The customer had indicated there is no further details at this time. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly. H3 other text : customer cancelled repair service call.